Event description:
User receiving discrepant potassium results. Exact number of patients impacted was not available, but one specific example was provided. Initial result 4.3 mmol/l, repeat 3.7 mmol/l. User confirmed no erroneous results were reported. The field service representative determined the cause was a lack of internal standard flow into the ise unit. He confirmed the user resolved the issue by cleaning the weighted filter in the internal standard bottle. Performance tests were performed which were within specification.